Event description:
An optometrist reported that after bilateral photorefractive keratectomy (prk) a pt returned four years later with astigmatism and complaining of blurred vision in the right eye. Another report has been filed for the left eye. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).